Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was difficulty implanting the ventricular catheter. It was stated the catheter was not able to be inserted into the ventricle of the patient after ¿many attempts.¿ the catheter was replaced and there was no injury to the patient.

Manufacturer narrative:
Approximately 23 cm of the ventricular catheter was returned. The catheter was patent and met requirements for leak testing. Approximately 120 cm of the peritoneal catheter was returned. The catheter was patent and met requirements for leak testing. Proteinaceous debris was observed within the interior and exterior of the catheter. No other anomalies were noted. All catheters are 100% inspected at the time of manufacture. If information is provided in the future, a supplemental report will be issued.